Event description:
Customer reportedly received results of 238 mg/dl and 125 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The patient was revised because the cup was malaligned, the liner was noted to have wear.